Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. The product caused the reported failure visual evaluation of the returned photo sample noted one opened (with original packaging), dignishield stool system. Visual inspection of the photo sample noted a hole due to the disconnection of the flush funnel catheter connector. This does not meet specification which states "check for damages to the irrigation and inflation arms that may be caused by the valve assembly like: rips, cuts, tears, holes". A potential root cause for this failure mode could be ¿missing adhesive due to incorrect and/or not clear manufacturing instructions. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the patient was hospitalized due to pulmonary septic shock and use of vasoactive drugs at high flow rate. It was stated that he evolved with continuous and persistent diarrhea and stage 4 sacral pressure injury. The use of the dignishield rectal probe started on (B)(6), with irrigation in the white pathway 1 time at each shift. On (B)(6), a large amount of feces leaked into the bed. When inspecting the device, a rupture was identified in the probe in the irrigation route, without the connector, and the content was leaking through the route. Occlusion of the pathway was performed with tape and continued use of the device. On (B)(6), looseness was observed in the connection of the purple pathway (flush) with the probe. The patient is still with diarrhea and the tube was valid until (B)(6). Hx: patient was hospitalized due to pulmonary septic shock and use of vasoactive drugs at high flow rate. Per additional information via email from ibc on 15sep2023, it was stated that there was no harm to the patient or caregiver due to the leak. There was continuous leakage of contents into the patient's bed and irrigation could no longer be performed. The flush continued to be made, even with the loose connection. The tube was removed on 08/25 (it remained in place for 29 days) and the patient underwent a colostomy. The patient underwent a colostomy, but because they still had diarrhea and stage 4 pressure ulcers and the end of the rectal probe period. If what happened with the irrigation route had happened earlier, it would have rendered the probe useless, due to overflow. As happened close to the removal of the device, an occlusion was performed with adhesive tape. It was removed on (B)(6) and the patient underwent a colostomy. It was stated that the no photos of the laxity on the purple route and no sample available for analysis. Patient contaminated with multi-resistant bacteria and probe discarded by the medical team in the surgical center.

Event description:
It was reported that the patient was hospitalized due to pulmonary septic shock and use of vasoactive drugs at high flow rate. It was stated that he evolved with continuous and persistent diarrhea and stage 4 sacral pressure injury. The use of the dignishield rectal probe started on 07/27, with irrigation in the white pathway 1 time at each shift. On 08/18, a large amount of feces leaked into the bed. When inspecting the device, a rupture was identified in the probe in the irrigation route, without the connector, and the content was leaking through the route. Occlusion of the pathway was performed with tape and continued use of the device. On 08/22, looseness was observed in the connection of the purple pathway (flush) with the probe. The patient is still with diarrhea and the tube was valid until 08/25.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.